Event description:
Reportable based on analysis completed on 17-jun-2015. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall 10cm distal of the proximal markerband. The balloon was microscopically examined and a pinhole in the balloon wall was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).